Event description:
It was reported bd pegasus yel 24ga x 0.75 leaked the following information was provided by the initial reporter; on (B)(6) 2023, the nurse performed intravenous needle puncture on the patient, and when the liquid infusion catheter was connected to the indwelling needle, it was found that the indwelling needle was leaking, and after the examination, it was found that the heparin cap was cracked, and a new indwelling needle was replaced for puncture, and the infusion could be performed normally after connection.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1. Complaint description: leakage. 2. DHR: the batch number of the complained product is 3079630, is 24g and product code is 383914, produced on 2023/05, with a total of (B)(4) pieces in this batch; inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality;check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 3. The customer did not return any samples and photos. The specific leakage status cannot be confirmed; 4. Take the retained sample of this batch for prn appearance inspection and 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 5. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, the customer did not return any samples or photos, can not confirm the specific situation of the leakage, the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the trend of the defect complaint. H3 other text : see h.10.

Event description:
On (B)(6), 2023, the nurse performed intravenous needle puncture on the patient, and when the liquid infusion catheter was connected to the indwelling needle, it was found that the indwelling needle was leaking, and after the examination, it was found that the heparin cap was cracked, and a new indwelling needle was replaced for puncture, and the infusion could be performed normally after connection.